Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. The indication for implantation of transvaginal mesh in this patient was stage iii pelvic organ prolapse and urodynamic stress incontinence. Procedure: underwent transvaginal hysterectomy, anterior/posterior repair, vault suspension, suburethral sling using the bard uretex suburethral sling, cystoscopy under general endotracheal anesthesia. The complications post uretex placement was stress incontinence. There was mesh revision along with additional implant (uretex) surgery. The patient underwent sling revision and cystoscopy for recurrent stress incontinence and failed prior sling under general endotracheal anesthesia. The patient underwent additional implant surgery in laparoscopic sacral colpopexy converted to laparoscopic uterosacral ligament vault suspension, cystoscopy with bilateral ureteral stent placement, transvaginal tape (tvt tape sling) and a cystoscopy for stage iii anterior vaginal wall prolapse, stage ii posterior vaginal wall prolapse, stress urinary incontinence, urethral hypermobility under general endotracheal anesthesia.